Event description:
It is reported that in 2006, a prolong lps-flex articular surface was implanted with an incorrect lps femoral component. A lps femoral option component is compatible with the prolong lps-flex articular surface. The devices remain implanted.

Manufacturer narrative:
Evaluation summary: porous femoral is not compatible with prolong articular surface. Problem is user caused. No product or x-rays were returned for evaluation. Device history records are intact, conforming and indicate manufacture specifications.